Manufacturer narrative:
Block h2 (additional information): block a2 (patient's age at time of event), block a3a (patient's sex), block a3b (patient's gender), block a4 (patient's weight). Block a6 (patient's race), block g2 (report source), and block h10 (related report number) have been updated. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a0406 captures the reportable event of cutting wire kinked. Block h11: investigation results: the autotome rx 39 device was not returned; however, a media analysis was performed based on the photo provided by the complainant where was possible to observe the device with the cutting wire kinked and broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported events of cutting wire break and cutting wire kinked were confirmed. According to the media analysis performed, it was possible to observe the cutting wire was kinked and broken, however, the most probable cause of the reported event cannot be established due to lack of evidence. The product was not returned for analysis, and a technical analysis could not be performed. The investigation concluded that, without analysis of the device, the most probable root cause of the clinical observations is cause not established.

Event description:
Note: this report pertains to one of two autotome rx 39 used in the same patient and procedure. It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the physician inserted the tome into the papilla, and upon pressing the foot pedal to activate the cautery, the wire popped off one side of the device but was still attached on the other side. It was reported that no part of the cutting wire detached and fell into the patient. A photo of the complaint device was provided and showed that the cutting wire was broken and kinked. A second device was attempted but had the same problem. The procedure was completed with a third autotome rx 39. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a0406 captures the reportable event of cutting wire kinked.

Event description:
Note: this report pertains to one of two autotome rx 39 used in the same patient and procedure. It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the physician inserted the tome into the papilla, and upon pressing the foot pedal to activate the cautery, the wire popped off one side of the device but was still attached on the other side. It was reported that no part of the cutting wire detached and fell into the patient. A photo of the complaint device was provided and showed that the cutting wire was broken and kinked. A second device was attempted but had the same problem. The procedure was completed with a third autotome rx 39. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a0406 captures the reportable event of cutting wire kinked. Block h11: investigation results: the returned autotome rx 39 was analyzed, and a visual inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. Media analysis was performed based on the photo provided by the complainant where was possible to observe the opened and labeled pouch, also, the device with the cutting wire kinked and broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported events of cutting wire break and cutting wire kinked were confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the product analysis. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
Note: this report pertains to one of two autotome rx 39 used in the same patient and procedure. It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the physician inserted the tome into the papilla, and upon pressing the foot pedal to activate the cautery, the wire popped off one side of the device but was still attached on the other side. It was reported that no part of the cutting wire detached and fell into the patient. A photo of the complaint device was provided and showed that the cutting wire was broken and kinked. A second device was attempted but had the same problem. The procedure was completed with a third autotome rx 39. There were no patient complications reported as a result of this event.